Event description:
As reported, this case involved the implantation of a 29 mm SAPIEN 3 valve in the mitral position within a non-Edwards pre-existing surgical valve via a transfemoral venous approach. During the procedure, the eSheath+ was inserted into the patient at a steep angle. Subsequently, the valve became lodged within the blue portion of the eSheath+, resulting in damage to the eSheath+. The eSheath+ and valve were then withdrawn together as a single unit. A replacement valve kit was prepared, and the procedure was successfully completed with implantation of the second valve. No patient injury was reported, and the patient remained in stable condition. The perceived root cause of the event was severe vessel kinking. Evaluation of the provided images and video showed damage to the valve frame, with a portion of the frame protruding through the sheath liner. In addition, the sheath shaft appeared punctured.

Manufacturer narrative:
Reference no. (b)(4).This is one of two Manufacturer Reports being submitted for this case. Please reference related Manufacturer Report No.D.4 UDI (b)(4). The investigation is ongoing.